Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the sheath restrictor tubing was worn. The fse replaced the tube, which repaired the leak. The fse also found that the sensor distribution card had been damaged by the leak causing the instrument to generate ls offset errors. The fse replaced the sensor distribution card, which resolved the ls offset errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer when running startup. The volume of the leak was about 50 ml and was contained within the instrument. The instrument was generating light scatter (ls) offset errors when the leak was noticed. The customer powered off the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.